Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent total left hip arthroplasty on (B)(6) 2007. Legal counsel for patient further reported patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion, lack of mobility, and elevated metal ion levels. There has been no reported revision to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Review of invoice history indicates that a revision procedure was performed on (B)(6) 2014. The modular head and taper adapter were removed and replaced.

Manufacturer narrative:
This follow-up is being filed to relay additional information, which was unknown at the time of the initial medwatch. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, ¿inadequate range of motion due to improper election or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿

Event description:
Legal counsel for patient reported patient underwent total left hip arthroplasty on (B)(6) 2007. Legal counsel for patient further reported patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion, lack of mobility, and elevated metal ion levels. There has been no reported revision to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Review of invoice history indicates that a revision procedure was performed on (B)(6) 2014. The modular head and taper adapter were removed and replaced. Additional information received in patient medical records revealed the (B)(6) 2014 revision was due to pain. The patient's operative report noted corrosion along head and neck junction. Additional information received in patient medical records allegedly revealed patient's blood was tested (B)(6) 2013. Product identification is now known.

Event description:
Legal counsel for patient reported patient underwent total left hip arthroplasty on (B)(6) 2007. Legal counsel for patient further reported patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion, lack of mobility, and elevated metal ion levels. There has been no reported revision to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.